Manufacturer narrative:
Tandem user guide states that the resume insulin alarm will sound when the insulin delivery has been stopped for more than 15 minutes. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's basal rate stopped in the middle of the night on 2 occasions. The customer's blood glucose was impacted; however, the level was not provided. Tandem technical support reviewed the pump's t:connect data and found that on both occasions there was a successful screen unlock followed by a user abort basal suspension. The contact indicated that the customer would be notified.